Event description:
It was reported that the device received an alarm - error code message. There is a ¿check IV set¿ error. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor for check IV set error message, lower pressure sensor for low pressure, 3rd party door assy and replaced 3rd party door latch assy, left/right 3rd party iui, 3rd party rear case. Device not affected by lvp bezel post recall. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the pressure sensor-check IV. A review of the device history record showed the device had a manufacture date of 11nov2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: g2.

Event description:
It was reported that the device received an alarm error code message. There is a ¿check IV set¿ error. There was no patient involvement.

Manufacturer narrative:
G3: correction.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. There is a ¿check IV set¿ error. There was no patient involvement.